Event description:
It was reported that there were no end of life alerts. The allegation was reported for transmitter with serial number (B)(6). However, a sensor was returned for evaluation. An external visual inspection was performed and passed. Confirmation of the complaint was undetermined via product. The probable cause was unable to be determined via product. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that there were no end of life alerts. No product or data was provided for investigation. Confirmation of the complaint is undetermined and probable cause cannot be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).